Event description:
A volume discrepancy was reported. It was noted at the first refill the actual residual volume was 19cc, the expected residual volume was 4.7cc. The patient had been titrated from the original dose of 50micrograms/day to 60micrograms/day on (B)(6) 2012. Device logs show no motor stalls. It was noted that imaging of catheter was scheduled, a dye study "may" have been done, it is unclear. It was noted the patient was not having any patient outcome was noted as "fine" at the time of this report. The device system was used to infuse lioresal. A follow up report will be submitted if more information becomes available.

Event description:
It was later reported that a dye and rotor study were done per hospital guidelines and the catheter was found to be patent. However, when given a bonus per medtronic guidelines, the rotors were not observed as moving. The radiologist felt the pump was not working and the patient was referred for a pump replacement. The pump was replaced and sent to the pathology lab per hospital protocol. The patient was managed with oral medication since the implant as the patient had not been adjusted up to a managing dose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for anlaysis was only the pump; it passed all testing. No anomalies noted noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).